Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "do not use if package is damaged. Do not resterilize. Allow urine to flow freely, making certain the catheter guide is elevated at least 4¿ above lower portion of the bag. Allow flow until bladder is empty or until bag is filled. The filled collection bag may be closed by replacing the cap over the insertion tip. Make sure the cap snaps on securely. Draining bag: remove insertion tip by pulling tab(s) upward from bag. Drain urine through port at top of bag." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the product was clogged and would not allow urine to drain.